Event description:
Procedure: bullectomy. According to the reporter: on the first firing, staples in the proximal end of cartridge did not form properly. Also, the cartridges could not be unloaded from the stapler. Oozing bleeding was reported. The procedure was completed with another instrument. Delay in operating time was reported as 40 minutes.